Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: headache. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-004: improper test method. Manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for meter powers up but will not go to test mode. The customer stated she had a slight headache that she thinks is due to diabetes and the stress of not getting a blood result. Medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer fasting and produced test result of 120 mg/dl using true metrix air meter. The product is stored according to specification in the dining area. The test strip lot manufacturer¿s expiration date is 05/21/2025 and open vial date is less than one week ago.